Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that rows a and b were not detected after multiple reboots, and a failed medication (med) was found in row a. A short circuit was suspected in the system, likely caused by the failed med or a faulty cubie in row a. A field service engineer performed replacements of the cubie tray, drawer control board, and pyxibus control board. All other cubies were found to be functional after the replacements. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubies were failed to eject. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.